Event description:
It was reported that this right ventricular lead had perforated the heart-wall. The patient experienced difficulty breathing and pain under the left breast. It was noted a small pericardial effusion and pneumothorax. Subsequently,the patient underwent a revision procedure and this lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.